Event description:
It was reported that on (B)(6) 2021 the patient underwent an initial surgery where an 85mm ans 5.0mm locking screw was inserted under power into the distal most screw hole of a 12mm x 360mm 5 degree bend retrograde femoral nail advanced in a lateral-to-medial fashion. Postoperatively on (B)(6) 2021 it was discovered that the screw described above had backed out laterally from the nail significantly. Revision surgery was required due to a non-union of the femur and was performed on (B)(6) 2022 when the screw was explanted and more blocking screws were inserted. The patient will continue to be followed by the surgeons clinic. Patient status is unknown. This report is for one (1) locking screw for im nail ø 5mm/ 86mm/ xl25 this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional patient identifier: (B)(6). Additional device product codes: jds; hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.